Event description:
During a follow-up in clinic, episodes of noise were noted on the right atrial (ra) lead. Technical support was contacted and confirmed noise resulted in crosstalk oversensing. X-ray imaging was performed, however, no anomalies were noted. Noise was not reproduced during provocative testing. No intervention has been performed at this time. The patient was stable.